Manufacturer narrative:
Customer reports the neb100 compressor nebulizer did not power on requiring the end user to seek medical attention for asthma. The device was not returned to the manufacturer and thus additional investigation is not possible.

Event description:
The end user reported the compressor nebulizer (neb100) would not power on right out of the box during an asthma attack. End user reports going to the emergency room for treatment.